Manufacturer narrative:
Initial.

Event description:
It was reported that during a guided full supply change using contact detach infusion sets, the user received an ¿unable to proceed¿ message during fill tubing, consistent with a device problem of complete blockage at the tubing component; a dry run and subsequent supply change with new supplies were successful and insulin delivery was resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified and the event aligned with a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.